Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that there was contamination under the down arrow and contrast button contacts. Additionally, investigation revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/30/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The keypad cover was found to be torn. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The pump case was removed and contamination was found under the down arrow and contrast key contacts. Additionally, evaluation revealed that the display was dim, faded, and discolored. (B)(6).